Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the power was 20% larger than the standard. There was no patient involvement at the time the issue was discovered. The customer requested that a philips authorized service provider (asp) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitance. The reported problem was confirmed. The device was operational after replacing the capacitance. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the detection process, the power difference was large, more than 20%. There was no reported patient involvement.